Manufacturer narrative:
In use at the time of the event: cgm model: g6. Mobile os: ios / ios_iphone 12 mini / 2.9.1 / ios_17.3.1.

Event description:
It was reported that pump experienced malfunction while being updated. There was no reported adverse impact to the customer¿s blood glucose level. The pump was replaced to resolve the issue, and the customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.